Event description:
It was reported that mapping values were inadequate during the initial implant of a right atrial leadless pacemaker (lp). The lp was fixed once but exhibited low sensing, high capture thresholds, wide qrs, and low current of injury. There was an attempt to reposition the lp. The doctor encountered difficulties with the delivery catheter (dc) going into tether mode but was eventually successful. The lp electrical parameters were acceptable at this second location. However, the lp could not release from the dc. Troubleshooting was unsuccessful and doctor wasn't able to fully re-dock the lp. The dc and lp had to be manually removed from the patient. The lp still failed to release when on the table and dc was damaged during the troubleshooting. A new lp and dc were used but a ventricular device was implanted instead due to patient anatomy issues. Patient did not experience any consequences.

Manufacturer narrative:
The reported events of p-wave amp variation, inadequate capture, separation failure, docking issue-during procedure, wide qrs, and unable to implant could not be confirmed. Visual inspection showed that the inner and outer helix lengths were stretched out of specification consistent with the procedure. Visual inspection showed that the buttonhole where the tethers interact was within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis was performed, including output/capture and sensitivity tests, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.